Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced elevated blood glucose levels associated with repeated disconnection of the infusion set tubing from the adhesive ring during use, resulting in insulin leakage from the tubing. The product involved was identified as a cleo 90 infusion set that had been in place for approximately 24 hours. This event involved the patient; however, no harm was reported.